Manufacturer narrative:
We informed the clinician to call their biomed (bme) as it appears that the display had failed. The bme found that the ups was turned off. He verified that it was plugged in and powered it on and all indicator lights appeared normal. The bme is going to load test the unit and call back if further assistance was needed. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).